Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR. Results: the core wire and wrapping wire were fractured distal to the bulb at approximately 149.5 cm from the proximal end. The fractured distal end was not returned for evaluation. Conclusions: evaluation of the first sep8 revealed that the core wire was fractured, and the wrapping wire was unraveled distal to the bulb. If the sep8 is repeatedly manipulated through tough clot burden, damages such as these may occur. Evaluation of the second sep8 revealed that the atraumatic tip distal to the bulb was fractured. If the sep8 is repeatedly manipulated through tough clot burden, damage such as this may occur. If the core wire fractures, the wrapping wire may fatigue and fracture if the device is continued to be used. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02199.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02199.

Event description:
The patient was undergoing a thrombectomy procedure in the internal iliac artery (iia) using an indigo system separator 8s (sep8s). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician made several passes using the sep8 with an indigo system aspiration catheter 8 (cat8) and a non-penumbra 9f sheath. Next, the physician removed the sep8 to be flushed; however, while retracting, resistance was encountered and the sep8 distal tip was found to be kinked upon removal. The physician advanced a new sep8 and made another pass; however, while removing the sep8 to be flushed, the physician encountered the same resistance and the distal tip of the sep8 was found to be kinked upon removal. The procedure was completed using another sep8, the same cat8 and sheath. There was no report of an adverse effect to the patient.